Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 3.0x28mm xience v stent was successfully implanted in the posterior lateral segment artery (plsa) lesion. In the year of 2013, the patient expired. The cause of death is unknown. Reportedly, a stent thrombosis was possible. No treatment was provided and an autopsy was not performed. There was no additional information provided.